Event description:
It was reported that during a da vinci-assisted excision of a para-aortic lymph node procedure for metastatic testicular cancer, arm #3 was not working properly with a scissor instrument installed. The surgeon could not move the arm. Additionally, the customer indicated that a system error was generated, pointing to arm #3. The customer tried using arm #4, exchanged the instrument, and restarted the system, but the issue was not resolved. As a result, the customer elected to convert the procedure to open surgery. Post-operatively, the patient experienced unspecified pain and was hospitalized for 3 additional days.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi has not received the usm involved with this complaint to perform failure analysis.